Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report of the drawer failure was confirmed by fse. According to work order 02119649: the field service engineer replaced aux drawer 2.1, due to damaged rails. Customer was able to open/close drawer without issue. All tested good. No visible damage was found during the inspection. During laboratory testing, it was observed that both drawers had the retainer cages migrated, some bumper stops were missing, and the ball bearings were exposed. No further testing was performed since the issue had already been identified. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer failure was determined to be a mechanical failure within the slide rail assembly. Specifically, the slide bumpers were missing, leading the retainer cages to migrate from their intended position and resulting in the unintended exposure of the ball bearings.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and the drawer slide had come off the rail, and the ball bearings had fell out. The customer stated that there was a delay in patient care. As per part investigation, it was determined that mechanical failure within the slide rail assembly, resulting in the unintended exposure of the ball bearings. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and the drawer slide had come off the rail, and the ball bearings had fell out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and the drawer slide had come off the rail, and the ball bearings had fell out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.1 was broken. A field service engineer (fse) replaced auxiliary drawer 2.1 due to damaged rails. After the replacement, the customer was able to open and close the drawer without issues, and all tests passed successfully. The fse inspected the unit and found no problems, and the customer confirmed they could access medications without any issues. The system functioned as intended after the field service engineer repaired the device.